Event description:
It was reported that a malfunction alarm with code "malf 9" occurred, but there was no adverse impact to the customer¿s blood glucose level. Customer had not experienced this issue causing an exceedance of blood glucose levels. Technical support provided information to reset the pump, assisted the customer with the reset, which resolved the malfunction as it did not recur. Customer was advised to continue using the pump and to contact support if the issue reoccurs.